Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On (B)(6) 2019, olympus medical systems corp. (Omsc) was informed the following information. When the user was brushing the subject device with bw-20t (brush), the tip of the brush was broken and remained in the endoscope channel. The user completed the reprocessing without noticing that the brush tip was lodged in the channel and used the scope for a patient procedure. During the patient procedure, the brush tip came out of the endoscope and fell off into the patient's body the user tried to remove the brush tip, but couldn't find it and completed the procedure. After the procedure, it was confirmed by x-ray examination that the brush tip remained in the patient's intestine. The doctor thinks that the brush tip will naturally pass out of the patient. There was no report of further patient injury with this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc evaluated the subject device and found no malfunction. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.